Manufacturer narrative:
The pump will be available for return for investigation following explant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Placement signal not reliable was intermittently alarming. Audio was disabled by the care team. The placement signal waveform was visible on the automated impella controller screen after the issue occurred. The pump's position was confirmed via echocardiogram. The procedure was successful with this device. The patient's outcome was stable.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 serial and UDI numbers updated. G1 MFR site name, danvers, removed. H6 component code changed to g07001. The investigation for the placement signal issue has been completed. Based on the persistent nature of the optical signal abnormalities across multiple pumps used on the console and confirmation of an abnormality on the returned console, it was determined that the console was the most likely cause of the placement signal issue and there was no defect with the pump.

Manufacturer narrative:
Updated information: d6b explant date added.